Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was reported the patient presented to the hospital, however it was not reported if they were admitted for the event. At the time of this report, the patient hasn't recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.